Event description:
The event is reported as: the radiopaque line on the pediatric endotracheal tube is not visible under x-ray. No injuries reported.

Manufacturer narrative:
Product has been received by MFR, however, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.